Event description:
It was reported that this patient had a lead revision for the right ventricular (rv) lead due to dislodgement, high pacing thresholds and muscle stimulation. There was also indication of twiddler's syndrome for the patient. Lead was repositioned. No additional adverse patient effects were reported.